Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the transducer test failed. The fsr tried to calibrate the turbine transducer and it failed the zero calibration. The fsr found the power switch was faulty and replaced it. The fsr found the main printed circuit board assembly (pcba) was faulty. The fsr replaced the main board and the issue was resolved. The fsr ran the operational verification procedure (ovp) and the unit meets manufacturer specifications. Carefusion received the suspect component, a main printed circuit board assembly (pcba), for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the unit alarmed "vent inop." It first alarmed "vent inop" after running for 10 minutes and now it alarms "vent inop" right away. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue exhalation differential pressure transducer (pt802).